Event description:
It was reported that there was high impedance of greater than 2500 ohms, oversensing, and inappropriate therapy was delivered. The lead was explanted. No patient complications were reported as a result of this event.